Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported issue was caused by a faulty cable. The cause of the faulty cable was attributed to fluid ingress causing failure. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU), which states the following: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus hd autoclavable camera head image does not appear and the device is falling apart, the swivel comes off. The issue was found during preparation for use for a therapeutic procedure. There was no report of patient injury or medical intervention associated with this event. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed however, a poor color image was observed due to a faulty charged coupled device. In addition, the unit failed a leak test due to a kink and puncture on the cable. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.